Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unknown aneurx stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in the crf that heli-fx endoanchors and a non-medtronic stent graft were implanted to treat migration and a type ia endoleak of aneurex stent grafts implanted approximately 5 years and 2 months previously. It was reported that the procedure was successful.